Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch (lss) due to high out of range pacing impedance measurements, technical services (ts) reviewed the device data and noted the pacing impedance was greater than 3000 ohms. Additionally, oversensed signals were observed on the rv sensing channel prior to the lss event. Ts suspected a lead conductor issue. Evaluation of the lead in both bipolar and unipolar pacing configurations was recommended. No adverse patient effects were reported. This rv lead remains in service.